Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had lost sensor alerts and the insulin pump stopped communicating with the meter. The customer also reported a threshold suspend alarm occurred when attempting upload the insulin pump. It was also found a failed self-test alarm occurred during a self-test. The customer's blood glucose was around 60 mg/dl. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The unit passed the self test and displacement test. No alarms were noted. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The sensor feature was working properly. No lost sensor alarms or cosmetic damage noted.